Event description:
Navistar inserted into preface sheet perforated left atrial roof, which led to a pericardial tamponade. Patient them referred to cardiac surgery where tamponade was evacuated through median sternotomy. Patient is now in stable condition. According the responsible cardiologist the adverse event was not product related.